Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was broken. A 135/20 renegade&#10248;I-flo as selected for use. It was noted that the renegade broke. No patient complications were reported.